Event description:
Malfunction of tape recorder within defibrillator, due to breakage of capstan assembly. This product is designed to allow defibrillation by minimally trained rescuers with safeguards provided by the machine itself and by retrospective review of all resuscitations by medical control personnel through a tape record. Failure of the tape recorder unit prevents this review process.